Event description:
It was reported that while drilling in the lumbar area, the bur broke in the pt in two. The unretrieved part of the bur was left in the pt, but according to the surgeon, there is no adverse consequences associated.

Manufacturer narrative:
Unable to determine cause of failure from initial evaluation. Possibly due to excessive prying of the part while being used.